Event description:
It was reported that during equipment testing conducted by a manufacturer service technician that the blade will not lock in due to the link with the fins being broken in the sabo sag head which also is causing the head to stay in open position due to broken pieces. No patient involvement, no clinically significant delay, no medical intervention and no adverse consequences were reported with this event.